Event description:
Hill-rom tech alleged that the head section would not lower all the way down.

Manufacturer narrative:
Technician found that the left gas springs were leaking fluid. He replaced the gas springs and the head section function properly. He found this stretcher in the green zone and there were no alleged injuries.